Event description:
The customer stated that elevated architect stat troponin-I results were generated on 3 patients. The customer did not state what they were using for a cutoff. ID (B)(6): an initial result of 0.043 ng/ml was generated. The sample was repeated and a result of 0.011 ng/ml was generated. ID (B)(6): an initial result of 0.057 ng/ml was generated. The sample was repeated and a result of 0.021 ng/ml was generated. ID (B)(6): an initial result of 0.043 ng/ml was generated. The sample was repeated and a result of 0.028 ng/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed falsely elevated patient results, while using architect stat troponin-I, list 2k41-28, lot 54655un14. Customer complaint data was reviewed and no adverse trends were identified. Accuracy testing was completed using retained kits of reagent lot 54655un14. Acceptance criteria was met, which indicates acceptable product performance. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.